Manufacturer narrative:
The device returned for analysis. The complaint investigation confirmed the reported issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: one day. The device is expected to be returned for evaluation. It has not yet been received. Device evaluation: the evaluation of the returned sealed outflow graft confirmed an issue that could have contributed to the report of blood leaking from around the locking nut; however, a specific cause for the issue could not be conclusively determined through this evaluation. Examination of the returned sealed outflow graft found that the screw ring used to tighten the outflow graft to the pump cover was loose. When the screw ring was pulled away from the outflow graft, it was noted that the c-ring was not properly seated within the groove in the graft attachment. The screw ring was able to be removed from the graft attachment with some resistance. Examination of the graft attachment revealed that the c-ring was in the o-ring groove. A duration for which the c-ring was improperly seated could not be conclusively determined through this evaluation. A corrective and preventative action (CAPA) was opened to investigate displaced or missing c-rings on the sealed outflow graft attachment. The graft attachment appeared otherwise unremarkable. The screw ring revealed no evidence of damage or defect to the screw threads, and no tool marks were observed on the exterior. Examination of the c-ring revealed that it was not bent or misshapen. The c-ring and the graft attachment will be cleaned and sterilized to undergo further testing and measurements.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during implant, physician determined the outflow graft would not seal against the pump and requested for a second graft to be opened. The second outflow graft secured to the pump outlet when hand tightened and no leak was observed. Physician stated the graft felt much tighter compared to the first one. The first graft was removed from the surgical table for further investigation and the procedure continued. The delay did not cause an adverse impact to the patient.